Event description:
The device was used during a right lung biopsy procedure. Reportedly, the device was difficult to fire and broke. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.